Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4).

Event description:
Coiling treatment of an aneurysm. It was reported the coil prematurely detached during procedure. The physician was able to retrieve the coil with the entire system from the patient. No patient injury reported.